Event description:
It has been reported to philips that the machine was not booting up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Fse removed and refixed all the cables in host pc. After refixing all the cables, the system returned to use in good working order. Codes were updated based on the investigation outcome.